Event description:
It was reported that during remote follow-up, the patient presented with post-pace t-wave oversensing that resulted in non-sustained right ventricular oversensing on their implantable cardioverter defibrillator. No information about intervention was reported. There were no patient consequences.

Event description:
New information received notes that the patient presented to clinic for programming changes. The patient condition was stable.